Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the blinking image occurred due to the b30 scope communication error, which was resolved after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blinking image when connected to the light source during a diagnostic endoscopy. There were no reports of patient harm.